Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported their implant was charging really slow and the issue began today. Pt stated it had been an hour and their implant was almost charged but it was a lot quicker before a couple of months ago and it would take 10 to 20 minutes. Patient services (ps) reviewed with pt that there could be multiple factors as that could affect their charging duration. Ps advised pt to call patient services back if the issue persisted. Additional information was received from the patient (pt). It was reported that pt was having issues charging their stimulator and the issue began a couple days ago. Pt stated the recharger paddle was hotter than usual when charging their implant and the battery pack got really hot when charging their implant. Pt was afraid to touch the battery or charge implant because the battery was really hot. Pt also noted they may have pulled the recharger when they fell, and pt denied visible damages on the recharger. Pt stated if they moved then they would get no device found and pt was still currently trying to recharge their implant during the call and was on the trying to recharge screen. The manufacturer's patient services specialist (pss) reviewed with pt that we were replacing their battery pack/recharger and to contact their doctor to connect with a representative for reprogramming. No symptoms were reported. A replacement recharger and battery pack were sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed that the complaint was unverified, found no issues with rtm charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.